Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. It was also noticed that there was a kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10092403c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Patient is (B)(6) old. Component code 758 relates to device code 2541 for the reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution clip device was used during a gastroscopy procedure on an ICU patient to treat a duodenal bleed on (B)(6), 2011. According to the complainant, during the procedure, the clip was advanced from the over sheath and grasped tissue. The clip closed onto the tissue, however, after hearing two clicks, it would not release from the delivery catheter. The clip was easily removed from the tissue without issues, as it was still in its "v" shape and had not locked closed. There was no additional bleeding or tissue damage as a result of this event. The device was removed from the patient and 7 resolution clips were used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution clip device was used during a gastroscopy procedure on an ICU patient to treat a duodenal bleed on (B)(6), 2011. According to the complainant, during the procedure, the clip was advanced from the over sheath and grasped tissue. The clip closed onto the tissue, however, after hearing two clicks, it would not release from the delivery catheter. The clip was easily removed from the tissue without issues, as it was still in its "v" shape and had not locked closed. There was no additional bleeding or tissue damage as a result of this event. The device was removed from the patient and 7 resolution clips were used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure.